Event description:
It was reported by the customer that one of the syringe pump housing assemblies has not passed the plunger force test. Customer states "last month, I received some drive housing assembly for syringe pump 8110. One of them was bad and did not pass the plunger force test." There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Investigation summary: the report that the device has not passed the plunger force test was not confirmed or replicated during laboratory testing. Testing could not be performed as no device was returned for investigation. A review of the suspect device event and error logs could not be performed as no device was returned, and no logs were provided to bd for investigation. No inspection could be performed as no device was returned for investigation. The customer provided a photo showing a syringe drive housing assembly (p/n: 49000213). No anomalies were noted. Per alaris technical service manual v12.3.2, use the bd alaris system maintenance software to perform calibration and preventive maintenance. Contact bd technical support for help obtaining or using bd alaris system maintenance software. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported syringe pump housing assembly not passing plunger force test was not determined as no device was returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that one of the syringe pump housing assemblies has not passed the plunger force test. Customer states "last month, I received some drive housing assembly for syringe pump 8110, part number: 49000213. One of them was bad and did not pass the plunger force test." There was no patient involvement.